Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, the field service engineer (fse) stated that the issue occurred during the overnight shift and advised the user to perform troubleshooting steps to recover the hardware failure error. The customer rebooted the instrument and subsequently reported no further issues. The customer confirmed that the instrument was operating normally without any issues. The system functioned as intended after the field service engineer assisted the customer in resolving the issues.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the door was closed and medication was stuck inside. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.